Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during a gastroscopy procedure to treat a bleed in the stomach performed on (B)(6) 2009. According to the complainant, the needle would not retract when the injection gold probe was in the patient, event when the endoscope was as straight as it was possible to be. When the probe was removed from the endoscope the needle retracted smoothly. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. A review of the device history record (DHR) for this lot revealed no anomalies. (B)(4).